Manufacturer narrative:
Om (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with artoura round, ultra high profile 850cc breast tissue expender, which the left side deflated after implantation. As a result, the patient underwent removal and replacement with non-mentor tissue expender catalog: 5cx-615, serial number: (B)(4) on (B)(6) 2017.